Manufacturer narrative:
The customer alleged that there was no malfunctions with the product in regards to this event and reported that the cause as to why the cot had tipped was due to an emt slipping on the ice while transporting a patient. No malfunctions with the product.

Event description:
It was alleged that while two emts were loading the cot with the patient into the ambulance, one emt stepped forward and slipped on ice. The emt fell and lost support of their side of the cot, and caused the cot and patient to fall on top of the emt. The emt who did not slip and fall strained their back attempting to catch the cot. The emt that strained their back was off work for the rest of the night and then returned to work the next day. The emt who slipped and had the cot and patient fall on them was off of work for 1.5 weeks with contusion and muscle strain. The patient was not injured during this event.

Event description:
It was alleged that while two emts were loading the cot with the patient into the ambulance, one emt stepped forward and slipped on ice. The emt fell and lost support of their side of the cot, and caused the cot and patient to fall on top of the emt. The emt who did not slip and fall strained their back attempting to catch the cot. The emt that strained their back was off work for the rest of the night and then returned to work the next day. The emt who slipped and had the cot and patient fall on them was off of work for 1.5 weeks with contusion and muscle strain. The patient was not injured during this event.